Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was received with the capsule fully closed. The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seated flush against the catheter tip when fully advanced. A void and slight kink was observed along the proximal end of the capsule. The inner member shaft was intact with no evidence of damage. Conclusion: a lot history record (lhr) review was performed on the delivery catheter system there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The event indicated that the valve was positioned low and was recaptured. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. Positioning difficulties do not typically indicate a device manufacturing issue. The event also indicated that after the valve was recaptured, a kink was noted at the base of the capsule. The device was returned and evaluated. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. Voids typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A fluoroscopic image was submitted for review, and showed the reported kink at the proximal end of the capsule. The kink may be a capsule buckle. Capsule buckles typically occur due to excessive compressive forces applied during the valve loading process. Excessive compressive force is only experienced when the valve is loaded incorrectly. However, no fluoroscopic load check images were submitted for review, therefore it cannot be determined if the valve was correctly loaded onto the delivery catheter system (dcs). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed low in the annular anatomy and mild-moderate paravalvular leak (pvl) was reported. The valve was recaptured and a kink was noted at the base of the capsule. The valve was re-deployed and the kink disappeared. Mild paravalvular leak was reported. No adverse patient effects were reported.